Event description:
The patient received her scs system, including an ipg, on (B)(6) 2005. It was reported the ipg was explanted and replaced due to intermittent telemetry and a loss of stimulation. In addition, the physician noted he could not obtain an impedance measurement from the ipg. No patient complications were reported as a result of this event.

Manufacturer narrative:
Evaluation summary: the explanted ipg was returned to the manufacturer for analysis. Visual analysis noted some instrument marks on the silicone antenna cover, minor scratches on the header and back of can, as well as some discoloration in both septums. Preliminary testing confirmed the ipg registered impedance values as "0". The ipg software was reloaded and the ipg was retested. At this time, the ipg passed all functional testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.